Manufacturer narrative:
The investigation revealed that after the workmate claris v.1.2 software upgrade, the workmate claris dws screen turns black/blank and the user needs to reboot the system to regain functionality

Event description:
The collect logs function was not working after the 1.2 upgrade. There was no patient involved.

Manufacturer narrative:
Additional data: g3, h2, h10 corrected data: h6.

Manufacturer narrative:
Corrected information: h3, h6.